Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. The surgeon tried to complete the case with a manual anastomosis technique, but was not succeeding. Extended intervention time of more than one hour. According to the health care professional, the risk for the pt is a re-intervention, short time or definitive colostomy.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.